Event description:
It was reported that this right atrial (ra) lead was explanted due to it was fractured. The lead was exhibiting impedance issues and high pacing threshold measurements. The device is not expected to return for analysis. A new lead was successfully implanted. No additional adverse patient effects were reported.